Manufacturer narrative:
This supplemental report is submitted to provide the results of the endoscopy support specialist's (ess) reprocessing in-service onsite at the user facility. Update to section h6. Upon arrival, the user facility reprocessing staff explained to the ess that there was miscommunication between staff whether the subject scope was cleaned; staff stated they knew to reprocess scopes that are returned from repair center. The ess performed a reprocessing in-service and in-service repair reduction observation. The ess observed staff pre-cleaning and reprocessing scopes. The ess noted that no reprocessing deviations were observed.

Manufacturer narrative:
The device was not returned to service center for evaluation. As part of our investigation, the technical assistance center (tac) informed the customer that the scope should have been reprocessed. The customer wanted to be transferred to repairs to get a report of what repairs had been performed on the scope. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that after the scope returned from repair, the user facility used it on a patient without being reprocessed. There was no patient injury or infection reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d8, g3, g6, h2, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the facility staff was less trained in device handling and/or reprocessing according to the instructions for use (IFU). The reprocessing manual identifies the following verbiage: "1.5 reprocessing before the first use - new endoscopes, repaired endoscopes, accessories, and the carrying case for endoscopes are not reprocessed prior to shipping from olympus, regardless of whether those instruments are for new purchase, demo or loaner purposes. Reprocess all such endoscopes and accessories received from olympus according to the instructions given in this manual before storage and before using them in a patient procedure." Olympus will continue to monitor field performance of this device.